Event description:
It was reported that during a surgery on (B)(6) 2014, the insertion tip of the humeral cup oval taper broke while retrieving the trial cup. The surgery was completed using another device. No other info was provided.

Manufacturer narrative:
The manufacturer did not receive the affected device review. The cause of the breakage of the instrument could not be ascertained from the info provided, but once the device is received and investigated and the result becomes available, an updated report will be submitted. Zimmer ref. Number cpt(B)(4).